Event description:
The patient came in for a lead revision or possible set screw problem. The lead was not producing any high impedance; the lead was then freed up from the generator and inspected by the physician. She noticed a small amount of blood in the header by the distal pin and then noticed some in the lead where it gets plugged into the generator. A new lead was then placed in the patient. The pocket was then sutured up and defibrillator threshold testing was performed. The high voltage lead was then tested a second time and high impedances were detected. The doctor decided to reprep the patient and changed out the defibrillator can, which was successful in eliminating the high impedance issue. The patient was doing fine after the event.